Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire was physically damaged; it was twisted and had been pulled away from the hot jaw with sufficient force to deform the metal. This type of deformation damage seen is consistent with the type of damage seen during improper insertion of the tool into the cannula. The IFU instructs the user to "close the hemopro jaws when inserting or retracting the tool through the harvesting cannula" and to "ensure the hemopro jaws are closed prior to insertion through the vasoview harvesting cannula". Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire on the jaw of the vaso view hemopro was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.